Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The device was used three times, and when the device was removed, it became separated. The proximal end of the separated part was outside the patient so the physician was able to remove the detached part. The procedure was completed with another of the same device. There was no patient injury and the patient condition was good.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 initial reporter city: maebashi city, gunma prefecture. E1 initial reporter phone, initial reporter fax: corrected. The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked and the imaging window was kinked, detached, and torn.

Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The device was used three times, and when the device was removed, it became separated. The proximal end of the separated part was outside the patient so the physician was able to remove the detached part. The procedure was completed with another of the same device. There was no patient injury and the patient condition was good.